Event description:
The primary line of the pump was set to run at 500 ml/hr and the secondary line was set to run at 100 ml/hour. Potassium chloride was being infused through the secondary line; the primary line was not infusing at this time. The pump alarmed and, even though it showed that the secondary line needed to be reset, the nurse, out of habit, pressed the reset button for the primary line. The pump reset the secondary line at the primary line rate of 500 ml/hr. The design of the pump's reset sys lends itself to user error. The pt developed cardiac arrhythmias; the pt's potassium level was fine. When the nurse checked the pt she noticed that the kc1 had been completely infused before it should have. The pharmacy is presently addressing policies on using individual pumps for piggyback infusions.